Manufacturer narrative:
The patient remains ongoing with the device. A direct correlation between heartmate 3 lvas, and the reported event could not be conclusively established through this evaluation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. Information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding, is also provided in this document. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file for this complaint.

Event description:
Additional information was reported which stated that the site if the bleeding was not confirmed. The patient developed post operative anemia.

Manufacturer narrative:
The patient weight was requested but was not provided. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 25 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced bleeding and had decreased values of hemoglobin (hgb 6.3 g/dl) and low hematocrit (ht 21.9%) level. At the time of event the patient was on aspirin, warfarin, heparin. The patient was transfused with 2 units of packed red blood cells that resulted in improvement of hemoglobin/ hematocrit at 7.8 g/dl and 26% correspondingly. The patient was discharged on (B)(6) 2016 with hgb 8 g/dl. The site of bleeding was not able to be determined. No further information was provided.